Event description:
It was reported that the 9900 system had a charger failure error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and charger were replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.